Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation: device is damaged as described in the complaint. The handle is cracked as described. The break is typical for brittle material as it is cleanly horizontal at an angle of shortest distance showing little to no torsional force and no deformation of the handle material. The marks on the beams may have been caused by a misuse of the instrument to extract a nail. For extraction instruments, (B)(4) ten should be used according to the surgical technique. Product investigation summary: there are several traces of hammer impact on the head as well as at the blue plastic handle of the inserter. Furthermore, we have found that the plastic handle is broken. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The article in question was produced in a quantity of (B)(4) pieces in november, 2015. Unfortunately, only limited information is available in the complaint description. It cannot be confirmed how the breakage happened. Based on the received information, the exact cause of this complaint cannot be determined. The review of the manufacturing documents shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy against the valid manufacturing specifications. Due to the hammering marks and the wear and tear signs, it is likely that the instrument was subjected to an excessive force application, which could have caused the breakage. The issue was not likely the result of a failure due to any manufacturing non-conformances. The actual surgical technique recommends that the user advance the nail manually up to the fracture site, using oscillating movements or with gentle blows to the impaction surface of the inserter, using the slotted part of the combined hammer. This step can be facilitated by using of the hammer guide for ten. Direct blows on the t-piece of the inserter are to be avoided. No product fault could be detected. Event date: the exact date of device breakage is unknown; however, the issue was discovered on (B)(6) 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during routine inspection after cleaning and sterilization, the blue plastic handle of the inserter handle was observed to be broken at the top. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).